Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device and was unable to pump. During revision surgery, a calcified pseudocapsule surrounding the pump was identified, which prevented pump activation. The device was confirmed to be functional after removal of the pseudocapsule. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Mechanical issue, inflation issue and capsular contracture are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of capsular contracture is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of cause not established was assigned to this investigation.